Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the tlc55 device was used. 11 days post-op, the surgeon's pt required a reoperation for a bowel leak. The surgeon noticed that one of the tlc55 staple lines was completely open creating the leak. The pt has spent more than 30 days in the hospital for treatment regarding this complication. The device was not saved.